Event description:
Further patient identifying information was received and the reported event was found to be previously captured under MFR. Report #1644487-2016-01142. The information received as well as any further information related to the reported vocal cord damage will be captured in MFR. Report #1644487-2016-01142.

Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that the device implanting surgeon damaged the patient's vocal cord resulting in the patient not being able to sing as the patient could prior to the surgery. No other relevant information has been received to date.